Manufacturer narrative:
H10: upon a follow up good faith effort, the customer reported that he provided information to technical support and has declined to provide any further information regarding the device use, evaluation, repair, and operational status. Based on information provided, the customers alleged malfunction was not confirmed. The investigation concludes that no further action will be required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 device reported by the customer stating that it will not stay in standby mode. While in the pneumatics screen, he explained the average air is reading -1.2 standard liters per minute (slpm). The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The remote service engineer (rse) recommended replacing the flow sensor assembly to resolve the reported issue.